Manufacturer narrative:
The date returned to manufacturer was documented as aug 23, 2017 on the initial report and has been updated as sep 25, 2017. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the motor device seized, jammed, moved heavily and was blocked. It was also observed that the device failed the failed check frequency. 10800 to 13200 osc/min pre-test. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tibial plateau leveling osteotomy (tplo) surgical procedure on a canine, it was observed that the oscillating saw attachment device froze very early into the procedure. It was unknown if there were any delays in the surgical procedure. A spare device was not available for use. There was no human patient involvement as this was a veterinary procedure. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.